Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of hole/puncture. The observed fatigue damage was determined the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The balloon was visually and microscopically inspected, and tested for leaks.it was identified a tear of hte ballon shell adjacent to the sphere junction. A fluid leak was also identified at this location during leak testing. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the balloon. The cause of this perforation was unknown. The balloon was removed and replaced with a new one. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the balloon. The cause of the hole was unknown. The balloon was removed and replaced with a new one. There were no patient complications.